Event description:
It was reported to philips that the users experienced difficulty getting a quick look on the heartstart mrx monitor/defibrillator, while the device was being used during a code. Philips is considering this as a serious injury as the event occurred while the device was in use on a patient in cardiac arrest. Additional information was requested but there was no more information to be provided. No electrocardiogram (ECG) rhythm strips or case events file were provided for review. This reporter stated that a patient of unknown age and gender experienced an event of cardiopulmonary arrest while in a radiology special procedures room. During the event, cardiopulmonary resuscitation (CPR) efforts were initiated, and the patient was connected to the heartstart mrx via defibrillator paddles. It is unknown if any shocks were attempted or administered during the event. The outcome of the patient experiencing a cardiopulmonary arrest is unknown.